Event description:
A surgeon reports performing a lens exchange due to the pt's complaint of poor distance and near quality vision. The initial 14 diopter lens was replaced with a 17 diopter monofocal lens. Visual acuity has not been measured since the exchange due to postoperative corneal edema.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The MFR's internal reference number is: id062151. This report was mailed to the FDA on: 6/28/2006.